Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a screen blackout. The user immediately replaced the device with another iabp machine. No patient injury was reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: e1 (event site telephone) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the video generator board (0670-00-0781). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h11. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-0781 with a reported unit failure of a screen blackout while in use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure could be confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11.